Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not been returned to the manufacturer for analysis; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during advancment of an embolization coil in the catheter, resistance was encountered. Approximately 50% of the coil was outside the catheter, and the coil was stuck. During removal, the pusher wire detached from the coil inside the catheter. The coil was removed in its entirety along with the catheter. There was no reported patient injury or intervention. The patient was reported to be stable.

Manufacturer narrative:
The pusher and implant were returned for analysis. Investigation review of the returned pusher found minor damage. The gold connector was found to be bent. Additional bends were noted on the body of the pusher at 14" from the distal end. The strain relief was also found to be damaged. It cannot be confirmed as to when the damage occurred to the product, whether during procedure or in transit. The distal end of the implant was found to be in good condition and without damage. The proximal end of the implant was found to be stretched. The implant was unraveled at the proximal end, and the monofilament pulled through and still attached to the pusher. Based upon the investigation analysis and available information, the reported complaint is confirmed. The implant was returned detached from the pusher. The microcatheter was not returned, preventing complete analysis of the reported complaint. The root cause cannot be definitively determined at this time. Though it cannot be confirmed, the reported complaint is consistent with a coil that became stuck in a damaged microcatheter.